Event description:
Patient reported, a right side no complaint against the device. Healthcare professional confirmed, right side no complaint against the device. Patient later reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening sharp assessed, as an unidentified (tear) opening. And observed, a opening striated assessed, as to surgical damage. Additional observations: crease fold observed, in the surface. White calcification observed, in the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side no complaint against the device. Healthcare professional confirmed right side no complaint against the device. Patient later reported a right side deflation. Device remains implanted.

Event description:
Total precise capsulectomy was performed. Device has been explanted.